Event description:
The user received a questionable intact human chorionic gonadotropin + ss-subunit (hcg) result for one patient sample. All results are in miu/ml. The initial result was 0.100 with a data flag and was reported outside the laboratory. The provider called and questioned the result. On (B)(6) 2010, the sample was repeated twice on a different e module in the laboratory which yielded the same results of 10000. These repeat results were accompanied by data flags. The user repeated the sample with dilution which resulted at 30000. The user did not know which e module was used for this repeat result. The hcg result of 30000 was used as the corrected result. The user did not think there was any affect to the patient since the patient was pregnant and the provider called to question the result. The hcg reagent lot number was 15851502. The field service representative determined the cause was a problem with the measuring cells. He replaced the measuring cells. Customer confirmed there have been no more incidences since the measuring cell replacement.